Event description:
The customer reported that after around 12 hours of treatment in cvvhd therapy, the medical staff noticed the pt fluid removed by the prisma was four times higher than the one scheduled. The pumps turned at a very high speed. According to the medical staff, no alarm was triggered. The treatment was stopped.